Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times in the last week. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit and insulin pump alarmed no delivery. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. Customer was advised the alarm was caused by set/reservoir connection issue and to change the entire infusion set and reservoir. The customer mentioned she tried a new reservoir from the same lot with the old infusion set and was able to prime. Customer stated her blood glucose has been over 351 the last week and has treated with manual injections.